Event description:
Event description guidant received information that one day after implant, both the atrial and right ventricular leads dislodged. The physician successfully repositioned the ventricular lead and replaced the atrial lead. There were no adverse patient effects.